Event description:
The hcp reported that the pt was experiencing increased spasms. A "pump adjustment" was made; MRI and catheter dye study were performed. Dye study revealed a leaking catheter. The pt had also reported vibration/buzzing from pump. The pt was scheduled for revision of catheter. Final pt outcome not reported.